Manufacturer narrative:
(B)(4). The customer has indicated that the product will not be returned to zimmer biomet for investigation as it was discarded. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the patient underwent a revision approximate three months following the implantation of bilateral temporomandibular prostheses due to the development of cysts on both sides in the upper mandibular area. Four screws were removed and replaced during the removal of the cysts. No additional patient consequences were reported.

Event description:
This follow-up report is being submitted to relay additional information.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The complaint is considered to be confirmed because a revision surgery was reported. The four (4) unk screws were not returned for investigation and no photos, scans, x-rays, or physician's reports were provided. For these reasons, no functional testing or visual evaluations could be conducted. The dhrs for these screws could not be reviewed due to the part and lot numbers remaining unknown. There are no indications of manufacturing defects from the reported events. The complaints and sales histories could not be reviewed for the items involved in this complaint due to the item numbers remaining unknown. The most likely underlying cause of the complaint is a patient condition. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.